Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a non-specified alarm that occurred during the prime cycle prior to hp's automated peritoneal dialysis (apd) therapy on their homechoice (hc) cycler. Per hp's spouse, hp received several non-specified alarms due to having their transfer set connected to the patient line of the hc set while the prime cycle was in progress. Hp ended therapy early and setup with new supplies to complete therapy. No patient injury or medical intervention was associated with this incident per hp's spouse.